Event description:
A customer reported that the wbc bath on the coulter act diff hematology analyzer overflowed a few milliliters. The customer also noticed that the instrument generated erroneously low white blood cell (wbc), hemoglobin (hgb), red blood cell (rbc), and platelet (plt) results for two patients. The instrument generated flags for all the results for one of the patients. The results for one of the patients were released out of the laboratory, but there was no change to patient treatment. The patient results provided by the customer are shown in the attached file. The customer did not provide correct results. The customer was wearing gloves when the leak was found. Msds was not reviewed but there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. Beckman coulter field service engineer (fse) assisted the customer over the phone. The customer found kinked tubing at pinch valve 14/15 that was not allowing the bath to drain completely. The customer indicated there was blood in the line by the kink. Once the line was straightened, the baths drained properly and the issue was resolved.

Manufacturer narrative:
(B)(4).